Manufacturer narrative:
Service repair/ system analysis performed on june 27, 2018: the reported issue of error message could not be reproduced. The footswitch was observed to be inserted into the laser at a angle. The footswitch cable was removed and reconnected. The coagulation settings were tested with no further problem was noted. Preventative maintenance was also performed at the same time. The laser performs to manufacturing specifications was noted.

Event description:
It was reported during prostate procedure, error message on the laser was displayed. No information provided regarding the type of the error message received and system shut down was reported. The procedure was not completed due to this issue and case canceled was reported. Patient outcome: no patient injury reported.